Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a check clutch plunger lever error. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Corrected : d3 - mfg establishment name and g1 - contact office establishment name one device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was a unable to verify. The pump was recalibrated and tested. The service history review had no indication that the complaint was related to a service of the device within the review period.